Event description:
On (b)6) 2012, the patient contacted animas alleging that she has had continuous issues with air bubbles in the cartridge and the infusion set which have led to elevated blood glucose (bg). The patient reported a bg of 225 mg/dl with increased urination and a headache. The patient also noted that she has cancer. The reported bg excursion does not meet criteria for an adverse event. The patient confirmed following appropriate cartridge fill technique, and noted that air bubbles occur daily in both the cartridge and the infusion set tubing. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported due to the allegation of air bubbles in the cartridge with unknown cause.

Manufacturer narrative:
(B)(4): the sample passed the visual examination and the cartridge fill, force, and leak testing. No defect was found. Each cartridge lot is subject to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.